Manufacturer narrative:
Lot number ¿ this report contains allegations against lot numbers 17n047, 18b041, 18b048, 18d039, 18f019, 18f044, and 18h041. Four single-use devices were received for evaluation. Visual inspection revealed that the bladders of all four devices were ruptured. Microscopic inspection was performed to identify any issues that could have caused the rupture. No signs of abnormality were observed. The reported condition was verified. The cause of the condition was not determined. A nonconformance has been opened to address this issue. For one event, the actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the photographs revealed that the bladder was ruptured. The reported condition was verified. The cause of the condition was not determined. A nonconformance has been opened to address this issue. Six companion samples were also received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional test was performed for all six returned companion samples by filling the bladders to their nominal fill volume. During and after fill, no signs of a rupture was observed. The reported condition was not verified for the six returned companion samples. A batch review was conducted for lot numbers 17n047, 18b041, 18b048, 18d039, 18f019, 18f044, and 18h041 and there were no deviations found related to this reported condition during the manufacture of any of the lots. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 8 </noe> malfunction events. It was reported that the bladders of eight large volume infusors ruptured prior to patient use. No patients were involved. No additional information is available.